Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a cracked blade at the midpoint.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the front end of the harmonic ace instrument fractured. The customer indicated that the fractured part was completely removed and no fragment remained inside the patient. It is unclear if a fragment from the instrument actually broke off from the instrument, fell inside the patient, and was subsequently retrieved. The procedure was completed robotically using a backup harmonic ace instrument.

Manufacturer narrative:
The harmonic ace has not been returned for failure analysis. A review of an provided image provided by the customer shows a broken curved blade on a harmonic ace instrument.